Manufacturer narrative:
The reported event of the wrench would not click when trying to tighten the setscrew was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the v-setscrew. The wrench was not being aligned to fully insert into the inset of the setscrew. Because of this there was only partial insertion of the wrench. The setscrew was not being properly engaged to tighten it; therefore, it began to slip and then strip the inset as the physician continued to turn the wrench trying to tighten the setscrew. When the wrench is stripping the setscrew inset the setscrew is not being tightened therefore the wrench will not click to indicate the setscrew has been tightened to the correct specification limits. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker could not be tightened. The pacemaker was not used, and a new pacemaker was implanted. The patient was stable throughout the procedure.